Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) level ranged from 100-400 mg/dl. A bolus via the pump was delivered to address the high bg level. A cause of the past occlusions could not be determined and as the customer had just changed the cartridge and infusion set, troubleshooting to determine a possible cause of the current occlusion was unable to be performed.